Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. However, the insulin pump alarmed a21 after battery change due to a voltage leak from a component on the interface board. The insulin pump was received with no battery installed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. Data analysis: there is no data listed for the dated of 09/21/15 due to the insulin pump being received without a battery installed.

Event description:
It was reported that the customer passed away on (B)(6) 2015, in hospice care. The cause of death was cancer. The customer was diagnosed on (B)(6) 2015, however had it long before that. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The caller stated that they could not recall for sure, but the insulin pump might have been disconnected approximately one week prior to the customer's passing, because the customer was not eating or drinking; the customer lost hundred pounds. The caller stated that the customer was bleeding from cancer in the liver. The customer was not using sensors and was not wearing one at the time of passing. The caller agreed returning the insulin pump for analysis. The caller stated that the insulin pump had been without a battery for months. Please see section for analysis results.